Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited high out of range shock impedance measurements due to suspected conductor fracture. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited high out of range shock impedance measurements due to suspected conductor fracture. This electrode explanted and replaced. No additional adverse patient effects were reported.